Event description:
It was reported that customer's insulin pump alarmed motor error. Customer's blood glucose was 300 mg/dl. Customer has not treated yet. Customer stated she was changing her infusion set and the set would not connect smoothly to her insulin pump. She changed infusion sets and the device alarmed motor error. Customer stated she went through a body scanner a year ago. The alarm was cleared. Customer does not use the sensor feature. Customer is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer declined a replacement and is reverting to her back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.